Event description:
Patient (pt) called about an axonic device. Pt was calling about their bladder stimulator. Patient said they had their bladder stimulation device for awhile, "for a couple years" and the reason they were calling, was: they said they seldom ever even bothered with it and stated that they would stay on the same number each time but they they'd forgotten what to do when they "switch it to a number like 3 or 4." They said wanted to know if they should turn it off or turn it on, on their "little green thing". They said they would always forget what to do and they wanted to make sure it was working correctly. When patient mentioned the 'green thing' was when patient services was clued in to the patient having an axonics bladder stimulator and patient confirmed their little green beeper was axonics. Patient services redirected patient to follow up with axonics and the patient requested a phone number for axonics to call and patient services reviewed they didn't have one and again redirected but the patient had patient services google the axonics phone number, so patient services provided the number as (B)(4). Patient said they'd call axonics. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).